Manufacturer narrative:
Device history records review is currently being conducted. Morpho-histological analysis will be performed on the valve. Method - preliminary device gross examination will be performed upon receipt of device, including the morpho-histological analysis. Device history records review is currently being conducted. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned to sorin group (B)(4). (Heart valves), for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of the following: "dr. (B)(6) implanted te 12a-23 valve in 2008. At the time the patient was (B)(6) years of age. The patient was brought on (B)(6) 2013 with severe symptoms of shortness of breath. The patient was examined and had an echo of the valve that revealed a high gradient across the valve and limited leaflet motion. The patient was scheduled for the reoperation and explant of the valve. The valve was explanted on (B)(6) 2013 and replaced with an edwards ls magna-ease 23mm valve."